Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, product type: lead. Product ID: 37086, serial# unknown. Product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: 37086, serial/lot #: unknown, ubd: , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient had one electrode and a partial extension tunneled down the neck, which was not connected to the ins. The other side was complete and connected to ins. It was also noted the lead was partly present, the intracranial tip of the electrode had been removed, leaving about 15 cm of electrode lying coiled under the scalp. No patient symptoms were reported. No further complications were reported.